Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted concurrently with tvh and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, prolapse and cystocele. It was reported that following insertion the patient experienced extrusion, fistulae and dyspareunia. It was reported that the patient underwent a hysterectomy in 2007 and labial surgery in 2010. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal infection, vaginal discharge, urinary incontinence, urine leakage, and black staining on underwear.

Manufacturer narrative:
It was reported that the patient concurrently underwent uterosacral ligament vaginal vault suspension.

Manufacturer narrative:
(B)(4)